Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va06m14, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that one her leads was replaced since it was not working. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.